Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall which was confirmed through computerized tomography (CT) scan and ultrasound. An effusion was also noted. In addition, a vegetation was observed on the lead through the ultrasound. The lead was explanted and some clotting was observed on the lead. No additional adverse patient effects were reported.